Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for right ventricular pace lead impedance of > 3000 ohms occurred on (B)(6) 2011 3:00:02 and (B)(6) 2011 03:00:03. Weekly pace measurement log data shows an abrupt impedance increase for min and max v.pace = 364 to 10688 ohms range between (B)(6) 2011. 15 ventricular fibrillation episodes of <=210 ms average ventricular cycle occurred between (B)(6) 2011 01:22:10 and (B)(6) 2011 07:51:06. 5 ventricular fibrillation episodes of <=190 ms average ventricular cycle occurred between (B)(6) 2010 13:33:15 and (B)(6) 2011 07:51:09.

Event description:
It was reported that the patient received two inappropriate shocks due to fracture of the right ventricular lead. It was also reported that there was high impedance, oversensing, and nonsustained tachycardia episodes. A patient alert triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.